Manufacturer narrative:
No device/components were received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a fess procedure there was an alleged inaccuracy. The site had traced with a good metric and sinuses were in yellow, but were off by about 4mm. They retraced with the same result. They took the inaccuracy into account and proceeded. It was confirmed by the clinical specialist that the site was using a good pattern. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was no failure with the system. No components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient archive reviewed and tracing pattern was okay, but shifted down on the model as evident by the tip of the nose. Future recommendation to trace farther back on the head to try to avoid that in the future.